Event description:
In 2008, it was reported to boston scientific, that a prolieve thermodilitation system was used for the treatment of benign prostatic hyperplasia (bph). According to the complainant, due to the pressure dropping, the user has to increase the pump speed to 48-50 psi by the end of procedure. The pressure has been falling off too quick. A service check has been requested for this prolieve thermodilitation system.

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. To date, a service report has not been filed.